Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device failed to issue a "shock advised" message for a heart rhythm the clinician believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was not returned to zoll medical corporation for evaluation. Instead, the ECG data file from the event was provided for review. Review of the data file showed that this was a rapid shock analysis that consisted of one active analysis segment and the previous three seconds. The analysis segment prior to the active analysis resulted in a no shock advised determination. The result definition was not shockable during CPR. There were some compressions performed at the start of the analysis. The detected compressions caused the algorithm to deliver a no shock advised result for the segment. The active analysis segment consisted of a very low amplitude signal. This made it difficult for the analysis algorithm to detect the deflections and thus was not able to calculate any measurements. In such cases, the algorithm errs on the side of caution and deems the segment to be not shockable. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.